Event description:
The tec catheter was being used in a saphenous vein graft which was 9 years old. During the procedure, a graft perforation was noted. The patient exhibited signs of cardiogenic shock. A thoracentesis was performed. The patient responded favorably to the treatment and made a full recovery.